Event description:
A surgeon reported a patient with an unexpected outcome following intraocular lens (iol) implant surgery. He reported the device did not cause/contribute to the event. The surgeon reported the patient appears to have retinal astigmatism. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on (B)(6) 2011 by fax and mail. Medical records were received on (B)(6) 2011. A completed questionnaire has not been received. (B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).